Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency room due to tripping and falling at home and was diagnosed with a tibial plateau fracture. It was noted that there was occasional ventricular undersensing and oversensing of possible p waves. In addition, a right ventricular (rv) lead integrity alert (lia) triggered due to high sensing integrity counter (sic) and rv lead impedance variation. An increase in rv pacing impedance was also noted. About a week later, another rv lia triggered due to high-rate non-sustained episodes and sic. In addition, electrograms (egm) showed t-wave oversensing (twos) on the rv lead that resulted in inappropriate high voltage therapy and further rv oversensing. It was noted by a nurse that the patient was woken from sleep after the high voltage therapy and was anxious with an elevated heart rate. It was further reported that there was microdislodgement of the rv lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.